Event description:
Pelvic abcess. A 34-yr-old woman received seven sheets of barrier under the mid-line incision at the level of the left fossa ileaca and small intestines on 11/14/96 during adhesiolysis surgery of the small bowel. The 2.5 hour operation was uncomplicated and no evidence of bowls perforation was observed. The pt received zinacef (cerfuroxim) during and for three days after the surgery. The pt was discharged on 11/22/96 in good clinical condition. On 12/1/96, the pt developed fever, and severe abdominal pain. C-reactive protein showed a result of greater than 10 with an esr of greater than 60 mm/hr. A pelvic abcess was diagnosed by ultrasound and CT-scan. The abcess was not at the ste that the barrier was applied. The abcess was drained via transrectal route on 12/3/96. Cultures for abcess showed aerobic e. Coli. Pt received tienam (imipenem) for 3 days. Four days after abcess drainage pt was discharge in good clinical condition. During a follow-up visit on 12/17/96, the pt was still in good clinical condition and no complaints were reported. Reporter indicated that event was possibly related to seprafilm because there was no evidence of bowel perforation following the adhesiolysis surgery.